Manufacturer narrative:
The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that 2 days after coming off of the device, frostbite was observed. It is not known if any alarm occurred during treatment, and the pt's skin was monitored during treatment. The pt had been under cooling treatment for 10 days, as well as multiple high dose vasopressors since being admitted. Pt had shivering that was refractory to medications and counterwarming.